Manufacturer narrative:
Investigation: visual investigation: (B)(4). The investigation was carried out visually and microscopically with the digital microscope vhx-5000 keyence (eq.-nr. 2000024840) and the digital-camera "panasonic dmc tz8". We made a visual inspection of the product. We detected that the tip of the instrument ff438r was broken. We could not found any conspicuities on the fracture pattern. Furthermore the postmarket data are inconspicuous, we have only this case registered. We have no signs for a manufacturing or design related error. Therefore it could be possible that the tip was broken due to an overloading handling. (B)(4): the product ff432r is without any error. (B)(4): the product ff433r is without any error. (B)(4): this product pe204a was not available for investigation. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results, a CAPA is not necessary.

Event description:
It was reported that there was an issue with ff438r - minop replacement part f/ff388r. According to the complainant, the optical was broken intraoperatively during a ventricular endoscopy. After the forceps remained open with no way to close it, its tip detached from the handle of the forceps and lodged in the occipital horn of the right ventricle. The procedure was converted into a craniectomy to approach the ventricle. The piece was retrieved. The patient was still under surveillance in intensive care unit. An additional medical intervention was necessary. Additional information was not provided. The adverse event is filed under aag reference (B)(4). Associated medwatch: (B)(4) (9610612-2022-00176) - ff438r. Involved components: ff432r- minop handle f/ff385r-ff389r - (B)(4). Pe204a - minop ang endoscope 30deg 180mm 2.7mm - (B)(4). Ff433r - minop outer tube for ff385r-ff389r - (B)(4).